Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the fixed angled drill shaft the center piece that holds the modular drill bit broke off. All pieces were recovered no patient harm or added time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported by spd that one of the 45 degree angles drill shafts was missing the internal locking mechanism for the drill bit. It did not happen in surgery". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device was able to confirm the complaint, as the locking mechanism was not returned for evaluation. Device had signs of usage on its overall surface and no other damage nor breakage was identified on its surface. A breakage could have been caused by the drill bit being forcibly pulled from the item; or by prying back and forward the instrument during use. However, without concrete evidence or further information, it is not possible to determine a root cause for the missing piece. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the 45 deg angle drill would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.